Event description:
Laser energy burnt through fiber near boot/proximal connector. Reporter stated that physician had completed first level and most of next level on an endoscopic lumbar discectomy procedure, when scrub technician heard a "pop" and looked at fiber to laser connection at which time he noted two rays of "light" exiting fiber near boot one at approx 10:30 and one at approx 4.00 (if you were looking at a clock). Laser was immediately shut down and discontinued use of the fiber. Reporter stated that the incident occurred and that no one had bent the time that no one was near the laser at the time that the incident occurred and that no one had bent fiber and or leaned up against it. No injuries were reported. Note: visual inspection (by reporter) shows a visible hole in the boot (strain relief) of device.